Manufacturer narrative:
Investigation pending.

Event description:
The customer reported unexpected high inratio inr results. On (B)(6) 2015, the customer testing on his inratio device and received an inr result of 2.6. His therapeutic range was 3.0 - 4.0. On (B)(6) 2015, his inratio inr result was within his therapeutic range but no result was provided. He reported that there was no change to his medications. (B)(6) 2015, the customer tested twice on the inratio device and received two (2) unexpected high results of 5.7 and 5.9. The time between these two (2) tests was two (2) minutes. The customer used one (1) finger for multiple finger sticks and the first drop of blood was not used when the result of 5.7 was obtained. These are considered improper techniques when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide any laboratory reference values for comparison. The accuracy of the inratio results could not be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.